Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer's blood glucose was over 600 mg/dl at the time of the incident. Customer stated that he received the alarm while wearing the pump and the alarm was resolved by a complete set change. Customer changed the set and was able to bring his blood glucose down.